Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump was received with a cracked case at the display window corners and reservoir tube lip, as well as minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for a button error and for a failed battery test. The blood glucose reading was 220 mg/dl. She reported that she had seen condensation when she perspired a few times during the summer. Nothing further was reported.